Event description:
Customer reported via phone, the insulin pump had alarmed motor error during prime. Customer's blood glucose was 203 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature, was advised about false motor error alarms. Customer was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. The device alarmed motor position encoder error while customer's mother was zeroing out basal rates. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, and prime test. The device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Excessive no delivery and occlusion tests were not performed due to the motor error alarms. The device had cracked reservoir tube lip, minor scratches on the display window, scratches on the reservoir tube window, and stained keypad overlay.